Event description:
It was reported that the customer went to the emergency room due to excessive bleeding at the insertion site. It was stated that the customer was taking plavix and aspirin, which may have contributed tot he heavy bleeding. The caller didn't know the customer's blood glucose reading at the time of admission. The customer was able to insert another sensor without incident. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.